Event description:
A customer reported infusion pressure was lost when changing to air. The eye reportedly went soft. The infusion tubing was switched out and the system then functioned normally. There was no patient injury reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this both reported events. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Without a sample, the root cause of the customer complaints cannot be verified. A possible root cause of the customer's complaint for lost infusion pressure when switching to air infusion is the failure of the auto infusion valve (aiv) failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage. (B)(4).